Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the 4965 epicardial lead and 4951 myocardial lead were "y-adapted and fractured." Both leads were replaced. No patient complications were reported as a result of this event.